Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that on (B)(6) 2023 a blood glucose reading was performed with a result of 65 mg/dl. Due to the low result the father contacted a physician and asked for advice. The physician recommended a half spoon of sugar. The father gave his son the sugar, but afterwards the son experienced hyperglycemia with diabetic ketoacidosis and went into a coma. The father brought his son to the hospital and 1.5 to 2 hours later the blood glucose test in hospital resulted in 465 mg/dl with positive acetone. The doctor in hospital believes that the reading of 65 mg/dl performed at home was wrong and that the son did not have a hypoglycemia as thought.in hospital the patient was treated with insulin, recovered and could be released after three hours.